Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
A customer's spouse reported via phone call indicating physical damage in the form of cracks on their insulin pump. The customer's blood glucose level was under 600 mg/dl but still high at the time of the incident. The customer treated their blood glucose levels with manual injections. The caller stated that the drive support cap was protruding on the insulin pump. The caller was informed that the pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement insulin pump was shipped to the customer.